Manufacturer narrative:
Correction) lot number: rev. 2 : s/n (B)(4). The motor assembly was returned to medtronic for analysis. No failures were found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000085, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the winch cable needed to be replaced. The cable was replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the fully open door could only be closed up to 15 centimeters. After that, there is a noise. The issue was replicable - the door was opened again and the door could only be closed up to 15 centimeters again. There was no patient involved.